Event description:
Damaged instrument. Small point missing from the reamer. There was no adverse pt consequence.

Manufacturer narrative:
Visual insp confirmed the disassembling of the tip. Reamer disassembled because of wear and tear in combination with very hard bone. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective look back of complaints resulting from the acquisition of memometal technologies by stryker corp.